Event description:
The customer reported that the volumes changed with each breath. The svc technician verified that the volumes were fluctuating and were out of spec. The st inspected the device and replaced the cup seal and pressure limit spring. The unit passed extended testing.